Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with vaginal hysterectomy. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to vaginal prolapsed. The patient underwent cystocele and rectocele repair and bilateral salpingo-oophorectomy. It was reported that the patient was found to have dysplasia of the cervix. During this procedure, bladder was perforated and repaired without complications and a vaginal hysterectomy was performed. It was reported that the patient underwent vaginal repair due to pain on (B)(6) 2008 and (B)(6) 2012. The patient underwent an anterior/posterior vaginal wall repair with removal of mesh due to pain and mesh exposure.

Manufacturer narrative:
Date sent to FDA: 07/08/2016. It was reported that following insertion the patient experienced incomplete bladder emptying, has some stress urinary incontinence, nocturia and urgency leakage. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced incomplete bladder emptying, has some stress urinary incontinence, nocturia and urgency leakage.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent enterolysis, paravaginal repair, and lap neovagina-davydov procedure on (B)(6) 2012. It was reported that the patient underwent enterolysis, lap. Sacrocolpopexy, lap paravaginal repair, lap burch and posterior repair on (B)(6) 2013. It was reported that the patient underwent lap. Adhesiolysis, lap. Burch removal and vaginal scar revision on (B)(6) 2013. It was reported that the patient underwent vaginal wall scar revision and mesh removal on (B)(6) 2013. It was reported that the patient underwent vaginal vulvar scar revision, granulation tissue removal, and cystourethroscopy on (B)(6) 2014.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2003 and (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08051. The same patient is represented in each medwatch.